Manufacturer narrative:
Only the basket wire of the subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of confirming the subject device, the basket wire was broken at 950 mm from the distal end of the basket. The basket wire was deformed and the wire strand was frayed. Based on the state of the actual device and the situation at the time of occurrence, it is presumed bellow: at the time of crushing, a large force exceeding the strength of the product was added due to the factors such as size, hardness and shape of calculus, causing the basket wire breakage; the basket wire was deformed and the wire strand was frayed because a large force was added at the time of crushing. The following details are found in the instruction manual as warning: this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and found that this report was required. During a biliary lithotripsy, crashing the calculus of less than 10 mm was performed, but the device was incarcerated with calculus in the bile duct because the calculus was too hard, and then the operation pipe was broken at the junction with the basket wire. It was attempted to crush the calculus with a bml-110a-1, but the wire broke near the bml-110a-1, so the calculus could not be crushed. The broken part of the subject device and the calculus were remained in the patient. The doctor switched to open surgery and completed the procedure. The broken part was retrieved from the patient. On (B)(6) 2010, the patient's condition recovered.